Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was black and the station appeared offline in remote smart services (rss). The customer attempted troubleshooting by rebooting the station and unplugging and re_plugging the power cable; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in black screen and shown offline. A field service engineer (fse) had reseated all connections, swapped out the retractor band, and a hardware test application was performed. The system functioned as intended after the field service engineer repaired the device.